Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not sure enough insulin had been received after delivering a bolus. Customer's blood glucose (bg) level was elevated (251 mg/dl). Tandem technical support reviewed pump data and confirmed that due to insulin on board (iob), the correction bolus had been decreased as intended. Technical support education customer on bolus adjustments when iob is present. Customer acknowledged. Customer delivered a bolus to treat elevated bg level.